Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system's base displayed an error message "battery may not have full back-up power". The error message went away and the device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.